Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low battery alert and failed battery test from the insulin pump. The customer's blood glucose was 199 mg/dl. The customer stated that the battery in her pump is not working. The customer stated that it was her fourth battery in less than two weeks. The customer stated that the battery indicator did show less than 2 bars. The customer also received a failed battery test. The customer was assisted with cleaning the battery cap. The customer was advised to call back for further assistance.